Event description:
It was reported that the customer had multiple leaking cartridges. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not been received for eval. Should new relevant info be received, a supplemental form will be completed.